Event description:
It was reported that the autopulse system was used 6 times, 4 of the 6 times it failed to operate longer than 5 minutes. The battery data indicated they were being maintained properly. Battery sn#'s (B)(4). Sending customer replacement batteries per regional manager. No adverse event reported.

Manufacturer narrative:
Additional serial numbers: (B)(4) (battery #2), (B)(4) (battery #3). All three batteries that were returned failed the power test. Battery sn (B)(4), manufactured in october 2010, only had 34 test cycles. Battery sn (B)(4), manufactured in october 2010, only had 33 test cycles. Battery sn (B)(4), manufactured in october 2010, only had 33 test cycles. Batteries are to be test cycled at least once a month. Therefore, the failure that the customer experienced was most likely due to the batteries' not having been maintained properly. No adverse event reported.